Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The device was rebooted and continuously used by the next morning. Then the patient was removed from the ventilator and placed on an alternate ventilator.

Manufacturer narrative:
The single board computer (sbc) board was returned for failure investigation. The sbc board was seated into a main control board of an ht70 test ventilator. The unit under testing (uut) was powered up and the log files were exported. After reviewing the event history log file, a system error and an exception device alert were issued on (B)(6) 2017. There were many high pressure alarms that were observed to precede the device alert. The rs232 serial port of the test unit's main control board was connected to a computer with hyper terminal software. The uut was powered up in debug mode and the flash geometry was reviewed. No bad critical blocks were observed in the flash memory. The exception file was copied from the uut. The file indicated a breakpoint exception with a timestamp of (B)(6) of 2017. The uut was set to the same settings as when the failure occurred and allowed to ventilate for approximately 1 day. Throughout the duration of ventilation, the uut did not issue a system error. The reported symptom was verified in the event history and the exception file, but it could not be duplicated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as follows: the patient recovered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Covidien/medtronic has not received the device/component from the customer for evaluation.

Event description:
It was reported during use that the ht70 ventilator system error occurred and continuous alarm was generated. The ventilation stopped and the patient's spo2 value declined to 80% level. Although requested, it is unknown if the patient was transferred to another ventilator.